Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient had a seizure and their blood glucose levels were 75 mg/dl at the time. Patient had an error with the personal diabetes manager (pdm)the patient's mother called the paramedics. When the paramedics arrived the patient's blood glucose levels had dropped to 69 mg/dl. Patient was then taken to the hospital. The patient's mother stated they were given glucose gel by the paramedics.